Event description:
Manufacturer received a complaint indicating the pt died of air embolism that occurred during cardiopulmonary bypass. No previous notification or complaint was received from the hospital or user.